Event description:
It was reported that during a sleeve gastrectomy procedure with an obese pt, the control of the staple line with a blue test was okay. The day after, a usual tgod control was performed and was correct. In the afternoon, around 6pm, after the pt drank a glass of water, his temperature increased to 38.5 degrees c and tachycardia was observed. Aseptic peritonitis due to a staple line breakage was suspected. Re-intervention was done immediately. The diagnosis was by a colonoscopy, but a laparotomy was performed when the last staple line breakage was observed. The surgeon used different methods of suture. After the re-intervention, the pt was transferred to the intensive care unit in another hospital. During two months, his state worsened and he now has pulmonary problems (sdra, pvr) and is in a coma. During the procedure, 11 reloads were used and discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.